Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a touchscreen that was not working. The device was not in clinical use when the issue occurred. No patient impact and/or harm reported. During troubleshooting, the remote service engineer (rse) reported that the customer's issue was replicated. The rse noted that the issue was determined after performing a touchscreen calibration, and the touchscreen was still having issues. The rse noted that the device was not responding to touch properly; a calibration was performed, but the issue re-occurred. The customer was advised to replace the touchscreen. The customer was provided with the part number for replacement touchscreen. The investigation is ongoing.